Event description:
It was reported by the surgeon the band was implanted in 2006 had to be removed, as it appeared that the balloon had completely perforated. There were no other patient complications reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.